Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 506 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, the customer administered a manual injection to address elevated bg level. Customer updated their settings to address the event.